Manufacturer narrative:
Based on the information provided and the fact that the table is in good working condition, the root cause of the incident is determined to be user error in incorrectly pulling or not having properly installed the pin connecting the h-frame to the crossbar. Additional training has been provided and the table continues to be used.

Event description:
It was reported that the foot end of the imaging table top with attached h-frame fell to the ground during a case. Patient slid down a few inches when table top fell to floor.

Event description:
It was reported that the foot end of the imaging table top with attached h-frame fell to the ground during a case. Patient slid down a few inches when table top fell to floor.